Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: ¿broken implant¿ (deflation).

Event description:
Healthcare professional reported right side ¿broken implant¿. Device has been explanted and replaced.